Event description:
During an in-clinic follow-up, noise that resulted in over-sensing was observed on the right ventricular (rv) lead. The cause of the event was due to insulation damage which was confirmed visually during the additional procedure. The rv lead was capped and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were over-sensing noise and ¿insulation defect¿. As received, a partial lead (only connector portion) was returned in one piece. The reported event of ¿insulation defect¿ was confirmed. Visual examination found an external insulation abrasion breaching the superior vena cava cables lumen at proximal region of the lead with both cables abraded and separated. The cause of the reported event of ¿insulation defect¿ was due to an external insulation abrasion consistent with friction to the device can. The reported event of over-sensing noise was not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorting on the sensing/pacing part of this returned portion of the lead. Visual inspection of the lead did not find any other anomalies.